Event description:
This spontaneous case report from a consumer in the united states was identified on 21-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-1832). The report refers to the reporter herself a (B)(6) female consumer (at time of reporting). Consumer reported her history included being a mother of two (last delivery in 2009), healthy, active wife before essure, she enjoyed weight training, running and martial arts, in (B)(6) 2013, she completed her first half marathon in just under two and ½ hours, on day of essure implantation weighted approximately (B)(6), she had a lot of lean muscle. Reporter had essure (fallopian tube occlusion insert) implanted in (B)(6) 2013. After taking a few weeks off to recover from the race (in (B)(6) 2013), she began weight training to prepare for her first full marathon in (B)(6) 2014. She began her 3 day a week running schedule accompanied with two days of strength training. With such a workout regimen, she expected to lose or at least maintain her weight, but it was the opposite. No matter how much or how hard she worked out or how healthy she ate, the weight continued to pile on, her menstrual cycles were becoming increasingly long, heavy and painful, at times so painful that she missed work or other events. She also started to have severe night sweats. Despite having a ceiling fan, central air and a portable ac unit, she would wake up completely soaked with sweat. Other symptoms appeared in the subsequent months, spotting between menstrual cycles, painful ovulation, insomnia, hot flashes, mood swings and bloating. The bloating was so bad that she looked like she was at least 5 months pregnant. By (B)(6) 2014 she was up to about (B)(6). Despite hitting pr's in the gym on her lifts, the scale did not budge. She was deadlifting 245 lbs, squatting 200 lbs and doing 20-30 minute cardio circuits to try to burn fat. The scale continued to creep up. As of date of posting, (B)(6), 10 pounds more than she was on the day that she gave birth to her son back in 2009. The only guarantee that the coils would be completely removed is to have a hysterectomy. That was a decision that she would never imagine having to make at (B)(6). Reporter assessed the events as related to the essure. Follow-up information received on 21-oct-2015: no new medical information. Follow up 02-dec-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow up information received on 17-nov-2016 from consumer via legal claim: this report is considered legal case from this date forward. The plaintiff was implanted with essure on (B)(6) 2013 for birth control. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, pain, ovarian cysts, fibroids, and painful sex. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Approximately 3 years after insertion, essure coils were removed. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1832) on 21-oct-2015. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B61391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 in 2009, anxiety, cramp in lower abdomen and hypomenorrhoea. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included amenorrhoea with mirena; and mood swings with oral contraceptive nos. Concurrent conditions included overweight, genital bleeding since (B)(6) 2015, intramural leiomyoma of uterus since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, chronic cervicitis since (B)(6) 2015 and nabothian cyst since (B)(6) 2015. Concomitant products included hydromorphone, ibuprofen (ibuprofen al), ibuprofen (motrin) and vicodin (lortab 5/500). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)"), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced weight increased ("weight continued to pile on/weight gain"), weight loss poor ("despite workout and healthy diet, weight continued to pile on") and abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), excessive granulation tissue ("granulation tissue"), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids/adenomyosis"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings/ hormonal changes describe: mood swings"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashes/ hormonal changes describe: hot flushes"), night sweats ("severe night sweats"), insomnia ("insomnia"), metrorrhagia ("spotting between menstrual cycles"), ovulation pain ("painful ovulation"), back pain ("back pain"), complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral oopherectomy/ bilateral salphingectomy), surgery (silver nitrate treatment postop removal procedure) and surgery (removal of polyps). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, perineal pain, anxiety, fatigue, dyspareunia, vaginal haemorrhage, back pain, complication of device insertion and abdominal pain outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain and abdominal distension had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, genital haemorrhage, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, night sweats, ovarian cyst, ovulation pain, pelvic pain, perineal pain, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased and weight loss poor to be related to essure. The reporter commented: trailing coils- left-3, right-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 19-mar-2014: total bilateral occlusion ultrasound abdomen - on 19-mar-2014: complain of heavy menses since essure. Complex hypoechoic lesion in the left ovary which most likely represents a complex hemorrhagic cyst but should be re-evaluated with a follow up pelvic ultrasound in 6-8 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. B61391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of your essure placement procedure-there was an issue getting the device to deploy or having a good feel/visual into the area on 2013". The patient's medical history included parity 2 in 2009, anxiety, cramp in lower abdomen and hypomenorrhoea. Complex hypoechoic lesion in the left ovary which most likely represents a complex hemorrhagic cyst but should be re-evaluated with a follow up pelvic ultrasound in 6-8 weeks. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included amenorrhoea with mirena; and mood swings with oral contraceptive nos. Concurrent conditions included genital bleeding since (B)(6) 2015, intramural leiomyoma of uterus since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, chronic cervicitis since (B)(6) 2015, nabothian cyst since (B)(6) 2015 and overweight. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), hydromorphone, ibuprofen (ibuprofen al), oxycodone hydrochloride;paracetamol (percocet) and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)/excessive bleeding/menstural cycle getting heavier/ heavy, long, painful periods."), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)/menstural pian/painful periods"), the first episode of dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight continued to pile on/weight gain/uncontrollable weight gain") and experienced weight loss poor ("despite workout and healthy diet, weight continued to pile on") and abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating/bloated/severe, painful bloating"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), excessive granulation tissue ("granulation tissue"), ovarian cyst ("ovarian cysts"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings/ hormonal changes describe: mood swings"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashes/ hormonal changes describe: hot flushes"), night sweats ("severe night sweats"), insomnia ("insomnia"), metrorrhagia ("spotting between menstrual cycles/ intermittent, unpredictable spotting"), ovulation pain ("painful ovulation"), back pain ("back pain/ radiate down into th etop of my leg and even around to my lower back"), complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area"), abdominal pain ("abdominal pain/ abdomial bloating pain"), adenomyosis ("adenomyosis"), breast tenderness ("breast tenderness similar to pregnancy"), arthralgia ("joint pain"), the second episode of dyspareunia ("painful intercourse"), ear infection ("recurring double ear infections"), swelling face ("right side of my face was swollen"), depression ("depressing"), adnexa uteri pain ("pain would be in my right ovary"), procedural pain ("a lil achey today two weeks post op/18 days out"), feeling abnormal ("brain fog/ I' m so tired of it"), breast pain ("they are just very sore and tender all of time."), pain in extremity ("leg pain"), pain ("I ended up in the ER in severe pain"), nausea ("nauseous"), headache ("gnarly headache") and pruritus ("I get itchy periodically") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids/adenomyosis"). The patient was treated with surgery (removal of polyps, hysterectomy (full), bilateral oopherectomy/ bilateral salphingectomy and silver nitrate treatment postop removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, perineal pain, anxiety, fatigue, vaginal haemorrhage, back pain, complication of device insertion, breast tenderness, arthralgia, the last episode of dyspareunia, ear infection, swelling face, depression, adnexa uteri pain, feeling abnormal, pain in extremity, nausea, headache and pruritus outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain, abdominal distension, abdominal pain, adenomyosis and procedural pain had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, breast pain, breast tenderness, complication of device insertion, depression, dysmenorrhoea, ear infection, excessive granulation tissue, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, pelvic pain, perineal pain, procedural pain, pruritus, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased, weight loss poor, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: trailing coils- left-3, right-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: results: complain of heavy menses since essure. Concerning the injuries reported in this case the following events were reported via social media: menorrhagia, pain, abdominal distension, dysmenorrhea, metrorrhagia, hot flush, ovulation pain, night sweats, insomnia, ovarian cyst, adenomyosis, arthralgia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received-fu 12 and fu 13 were proceeded together. New events nauseous, gnarly headache, I get itchy periodically were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 24-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. B61391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of your essure placement procedure-there was an issue getting the device to deploy or having a good feel/visual into the area on 2013". The patient's medical history included parity 2 in 2009, anxiety, cramp in lower abdomen and hypomenorrhoea. Complex hypoechoic lesion in the left ovary which most likely represents a complex hemorrhagic cyst but should be re-evaluated with a follow up pelvic ultrasound in 6-8 weeks. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included amenorrhoea with mirena; and mood swings with oral contraceptive nos. Concurrent conditions included genital bleeding since (B)(6) 2015, intramural leiomyoma of uterus since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, chronic cervicitis since (B)(6) 2015, nabothian cyst since (B)(6) 2015 and overweight. Concomitant products included hydrocodone bitartrate;paracetamol (lortab), hydromorphone, ibuprofen (ibuprofen al), oxycodone hydrochloride;paracetamol (percocet) and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)/excessive bleeding/menstural cycle getting heavier/ heavy, long, painful periods."), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)/menstural pian/painful periods"), the first episode of dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight continued to pile on/weight gain/uncontrollable weight gain") and experienced weight loss poor ("despite workout and healthy diet, weight continued to pile on") and abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating/bloated/severe, painful bloating"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), excessive granulation tissue ("granulation tissue"), ovarian cyst ("ovarian cysts"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings/ hormonal changes describe: mood swings"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashes/ hormonal changes describe: hot flushes"), night sweats ("severe night sweats"), insomnia ("insomnia"), metrorrhagia ("spotting between menstrual cycles/ intermittent, unpredictable spotting"), ovulation pain ("painful ovulation"), back pain ("back pain/ radiate down into th etop of my leg and even around to my lower back"), complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area"), abdominal pain ("abdominal pain/ abdomial bloating pain"), adenomyosis ("adenomyosis"), breast tenderness ("breast tenderness similar to pregnancy"), arthralgia ("joint pain"), the second episode of dyspareunia ("painful intercourse"), ear infection ("recurring double ear infections"), swelling face ("right side of my face was swollen"), depression ("depressing"), adnexa uteri pain ("pain would be in my right ovary"), procedural pain ("a lil achey today two weeks post op/18 days out"), feeling abnormal ("brain fog/ I' m so tired of it"), breast pain ("they are just very sore and tender all of time."), pain in extremity ("leg pain"), pain ("I ended up in the ER in severe pain"), nausea ("nauseous"), headache ("gnarly headache") and pruritus ("I get itchy periodically") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids/adenomyosis"). The patient was treated with surgery (removal of polyps, hysterectomy (full), bilateral oopherectomy/ bilateral salphingectomy and silver nitrate treatment postop removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, perineal pain, anxiety, fatigue, vaginal haemorrhage, back pain, complication of device insertion, breast tenderness, arthralgia, the last episode of dyspareunia, ear infection, swelling face, depression, adnexa uteri pain, feeling abnormal, pain in extremity, nausea, headache and pruritus outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain, abdominal distension, abdominal pain, adenomyosis and procedural pain had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, breast pain, breast tenderness, complication of device insertion, depression, dysmenorrhoea, ear infection, excessive granulation tissue, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, pelvic pain, perineal pain, procedural pain, pruritus, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased, weight loss poor, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: trailing coils- left-3, right-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: results: complain of heavy menses since essure. Concerning the injuries reported in this case the following events were reported via social media: menorrhagia, pain, abdominal distension, dysmenorrhea, metrorrhagia, hot flush, ovulation pain, night sweats, insomnia, ovarian cyst, adenomyosis, arthralgia, uterine leiomyoma. Batch no: b61391, production date: 2013-08-21, expiration date:2016-08-31 . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B61391) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 in 2009 and anxiety. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight continued to pile on/weight gain"), fatigue ("fatigue"), insomnia ("insomnia"), menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)"), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), excessive granulation tissue ("granulation tissue"), weight loss poor ("despite workout and healthy diet, weight continued to pile on"), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids/adenomyosis"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings"), anxiety ("anxiety"), hot flush ("hot flashes"), night sweats ("severe night sweats"), metrorrhagia ("spotting between menstrual cycles"), ovulation pain ("painful ovulation"), abdominal distension ("bloating"), back pain ("back pain") and complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area"). The patient was treated with surgery (hysterectomy (full), bilateral oopherectomy and bilateral salphingectomy), surgery (silver nitrate treatment postop removal procedure) and surgery (removal of polyps). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, anxiety, fatigue, dyspareunia, vaginal haemorrhage, back pain and complication of device insertion outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain and abdominal distension had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, anxiety, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, genital haemorrhage, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, night sweats, ovarian cyst, ovulation pain, pelvic pain, perineal pain, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- hormonal changes, abnormal bleeding (vaginal, menorrhagia), anxiety, fatigue, vaginal wall polyp, granulation tissue, back pain, perineal pain, loss of libido and issue getting the device to deploy or having a good feel/visual into the area. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B61391) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 in 2009, anxiety, cramp in lower abdomen and hypomenorrhoea. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included amenorrhoea with mirena; and mood swings with oral contraceptive nos. Concurrent conditions included overweight, genital bleeding since (B)(6) 2015, intramural leiomyoma of uterus since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, chronic cervicitis since (B)(6) 2015 and nabothian cyst since (B)(6) 2015. Concomitant products included hydromorphone, ibuprofen (ibuprofen al), ibuprofen (motrin) and vicodin (lortab 5/500). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)"), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced weight increased ("weight continued to pile on/weight gain"), weight loss poor ("despite workout and healthy diet, weight continued to pile on") and abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), excessive granulation tissue ("granulation tissue"), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids/adenomyosis"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings/ hormonal changes describe: mood swings"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashes/ hormonal changes describe: hot flushes"), night sweats ("severe night sweats"), insomnia ("insomnia"), metrorrhagia ("spotting between menstrual cycles"), ovulation pain ("painful ovulation"), back pain ("back pain"), complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral oopherectomy/ bilateral salphingectomy), surgery (silver nitrate treatment postop removal procedure) and surgery (removal of polyps). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, perineal pain, anxiety, fatigue, dyspareunia, vaginal haemorrhage, back pain, complication of device insertion and abdominal pain outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain and abdominal distension had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, genital haemorrhage, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, night sweats, ovarian cyst, ovulation pain, pelvic pain, perineal pain, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased and weight loss poor to be related to essure. The reporter commented: trailing coils- left-3, right-1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound abdomen - on (B)(6) 2014: complain of heavy menses since essure. Complex hypoechoic lesion in the left ovary which most likely represents a complex hemorrhagic cyst but should be re-evaluated with a follow up pelvic ultrasound in 6-8 weeks. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Product information updated. Events: abdominal pain was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on (B)(6) 2015. The most recent information was received on 20-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B61391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of your essure placement procedure-there was an issue getting the device to deploy or having a good feel/visual into the area on 2013". The patient's medical history included parity 2 in 2009, anxiety, cramp in lower abdomen and hypomenorrhoea. Complex hypoechoic lesion in the left ovary which most likely represents a complex hemorrhagic cyst but should be re-evaluated with a follow up pelvic ultrasound in 6-8 weeks. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included amenorrhoea with mirena; and mood swings with oral contraceptive nos. Concurrent conditions included overweight, genital bleeding since (B)(6) 2015, intramural leiomyoma of uterus since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, chronic cervicitis since (B)(6) 2015 and nabothian cyst since (B)(6) 2015. Concomitant products included hydromorphone, ibuprofen (ibuprofen al), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), tramadol and vicodin (lortab 5/500). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)/excessive bleeding/menstural cycle getting heavier/ heavy, long, painful periods."), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)/menstural pian/painful periods"), the first episode of dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight continued to pile on/weight gain/uncontrollable weight gain") and experienced weight loss poor ("despite workout and healthy diet, weight continued to pile on") and abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating/bloated/severe, painful bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), excessive granulation tissue ("granulation tissue"), ovarian cyst ("ovarian cysts"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings/ hormonal changes describe: mood swings"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashes/ hormonal changes describe: hot flushes"), night sweats ("severe night sweats"), insomnia ("insomnia"), metrorrhagia ("spotting between menstrual cycles/ intermittent, unpredictable spotting"), ovulation pain ("painful ovulation"), back pain ("back pain/ radiate down into th etop of my leg and even around to my lower back"), complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area"), abdominal pain ("abdominal pain/ abdomial bloating pain"), adenomyosis ("adenomyosis"), breast tenderness ("breast tenderness similar to pregnancy"), arthralgia ("joint pain"), the second episode of dyspareunia ("painful intercourse"), ear infection ("recurring double ear infections"), swelling face ("right side of my face was swollen"), depression ("depressing"), adnexa uteri pain ("pain would be in my right ovary"), procedural pain ("a lil achey today two weeks post op/18 days out"), feeling abnormal ("brain fog/ I' m so tired of it"), breast pain ("they are just very sore and tender all of time."), pain in extremity ("leg pain") and pain ("I ended up in the ER in severe pain") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids/adenomyosis"). The patient was treated with surgery (removal of polyps, hysterectomy (full), bilateral oopherectomy/ bilateral salphingectomy and silver nitrate treatment postop removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, perineal pain, anxiety, fatigue, vaginal haemorrhage, back pain, complication of device insertion, breast tenderness, arthralgia, the last episode of dyspareunia, ear infection, swelling face, depression, adnexa uteri pain, feeling abnormal and pain in extremity outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain, abdominal distension, abdominal pain, adenomyosis and procedural pain had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, breast pain, breast tenderness, complication of device insertion, depression, dysmenorrhoea, ear infection, excessive granulation tissue, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, pelvic pain, perineal pain, procedural pain, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased, weight loss poor, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: trailing coils- left-3, right-1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: results: complain of heavy menses since essure.. Concerning the injuries reported in this case the following events were reported via social media: menorrhagia, pain, abdominal distension, dysmenorrhea, metrorrhagia, hot flush, ovulation pain, night sweats, insomnia, ovarian cyst, adenomyosis, arthralgia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received: new events added: breast tenderness, breast pain, leg pain,joint pain, painful intercourse, recurring double ear infections, I ended up in the ER in severe pain and right side of my face was swollen , depression, pain would be in my right ovary, post procedural pain. Event outcome for procedural pain added. Concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1832) on 21-oct-2015. The most recent information was received on 21-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B61391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of your essure placement procedure-there was an issue getting the device to deploy or having a good feel/visual into the area on 2013". The patient's past medical history included parity 2 in 2009, anxiety, cramp in lower abdomen and hypomenorrhoea. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Past adverse reactions to the above products included amenorrhoea with mirena; and mood swings with oral contraceptive nos. Concurrent conditions included overweight, genital bleeding since (B)(6) 2015, intramural leiomyoma of uterus since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, chronic cervicitis since (B)(6) 2015 and nabothian cyst since (B)(6) 2015. Concomitant products included hydromorphone, ibuprofen (ibuprofen al), ibuprofen (motrin) and vicodin (lortab 5/500). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced menorrhagia ("menstrual cycles were becoming increasingly long, heavy and painful/abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), dysmenorrhoea ("menstrual cycles were becoming increasingly long, heavy and painful/dysmenorrhea (cramping)/menstrual pian,"), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced weight increased ("weight continued to pile on/weight gain"), weight loss poor ("despite workout and healthy diet, weight continued to pile on") and abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), excessive granulation tissue ("granulation tissue"), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids/adenomyosis"), vaginal polyp ("vaginal wall polyp"), perineal pain ("perineal pain"), loss of libido ("loss of libido"), mood swings ("mood swings/ hormonal changes describe: mood swings"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashes/ hormonal changes describe: hot flushes"), night sweats ("severe night sweats"), insomnia ("insomnia"), metrorrhagia ("spotting between menstrual cycles"), ovulation pain ("painful ovulation"), back pain ("back pain"), complication of device insertion ("issue getting the device to deploy or having a good feel/visual into the area"), abdominal pain ("abdominal pain/ abdominal bloating pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy/ bilateral salphingectomy), surgery (silver nitrate treatment postop removal procedure) and surgery (removal of polyps). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, excessive granulation tissue, vaginal polyp, perineal pain, anxiety, fatigue, dyspareunia, vaginal haemorrhage, back pain and complication of device insertion outcome was unknown, the weight increased, ovarian cyst, uterine leiomyoma, loss of libido, mood swings, hot flush, night sweats, insomnia, menorrhagia, dysmenorrhoea, ovulation pain, abdominal distension, abdominal pain and adenomyosis had resolved and the weight loss poor and metrorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, anxiety, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, genital haemorrhage, hormone level abnormal, hot flush, insomnia, loss of libido, menorrhagia, metrorrhagia, mood swings, night sweats, ovarian cyst, ovulation pain, pelvic pain, perineal pain, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, weight increased and weight loss poor to be related to essure. The reporter commented: trailing coils- left-3, right-1 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: complain of heavy menses since essure. Complex hypoechoic lesion in the left ovary which most likely represents a complex hemorrhagic cyst but should be re-evaluated with a follow up pelvic ultrasound in 6-8 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Event: adenomyosis,complications or problems that occurred at the time of your essure placement procedure-there was an issue getting the device to deploy or having a good feel/visual into the area on 2013 were added. Outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 13-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Approximately 3 years after insertion, essure coils were removed. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product quality analysis concluded that as defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.